Manufacturer narrative:
G4-premarket / 510(k) #: k111485, k170636 device evaluated by MFR: the fathom-16 guidewire was returned for analysis. Visual and microscopic inspections revealed the guidewire was detached and peeled at the distal tip.

Event description:
It was reported that tip detachment occurred. The patient was presented with melanoma cancer with metastasis to the liver. A 180x25cm fathom-16 guidewire was selected for use to gain access to the distal liver with a non-boston scientific microcatheter. Upon advancing, the initial trek of the wire was tortuous, requiring significant torquing. However, upon torquing, the tip of the wire was not torquing accordingly. The wire was pulled out and the distal piece was missing. The catheter was pulled out with the distal portion still intact in the catheter. New catheter and wire were used to complete the procedure. There were no patient complications as a result of this event. The only negative outcome was the loss of access and the additional time added to the case.

Event description:
It was reported that tip detachment occurred. The patient was presented with melanoma cancer with metastasis to the liver. A 180x25cm fathom-16 guidewire was selected for use to gain access to the distal liver with a non-boston scientific microcatheter. Upon advancing, the initial trek of the wire was tortuous, requiring significant torquing. However, upon torquing, the tip of the wire was not torquing accordingly. The wire was pulled out and the distal piece was missing. The catheter was pulled out with the distal portion still intact in the catheter. New catheter and wire were used to complete the procedure. There were no patient complications as a result of this event. The only negative outcome was the loss of access and the additional time added to the case.

Manufacturer narrative:
G4-premarket / 510(k) #: k111485, k170636.